Event description:
A malfunction alarm was reported by the customer involving the insulin pump, specifically detailing a malfunction 0-0x277d. There was no reported impact on the customer's blood glucose level, and specific values are unavailable. The customer did not report any prior reset attempts, though similar malfunctions had occurred previously. A replacement pump was provided under warranty, and the customer was given instructions for the return of the faulty device. Details regarding backup insulin therapy were not disclosed by the customer.